Manufacturer narrative:
Vyaire has determined that the initial report has been determined to be a duplicate submission. Please reference medwatch # (B)(4) for the correct manufacturer submission.

Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the sipap failed while connected to a patient. The suspect device alarmed error 33 and was unable to auto zero. The clinician immediately removed the patient from the device. The customer confirmed that there was no patient harm associated with the reported event.